Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected no reservoir or no delivery alarms were noted. The pump was received with normal operating currents and no unexpected off no power, low battery, failed battery or battery out limit alarms noted. The pump was programmed with multiple boluses and was monitored. The daily totals functioned properly and no reset to 2008 was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had high and low blood glucose issues. The customer's blood glucose level had been as low as 43mg/dl. The customer's most current level was reported to be 240mg/dl. It was reported that the customer's pump settings were off and was displaying old software. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.